Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that chronic high thresholds were observed on the right ventricular lead. The physician opted not to revise and replace the lead due to the patient's age. Programming changes to optimize the output based on threshold and battery longevity were made. No other anomalies were observed. The patient was stable.